Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged. Stent struts along the length of the stent at various locations were deformed, distorted & lifted upwards from the stent profile. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during advancement of the device. The bumper tip of the device showed no signs of damage to the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 45x3mm, eccentric, de novo target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). Following predilation, a 3.00x32mm promus element ¿ drug eluting stent was selected for use to treat the lesion. When the stent crossed the guiding, the physician noted that a part of the stent body was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 45x3mm, eccentric, de novo target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). Following predilation, a 3.00x32mm promus element ¿ drug eluting stent was selected for use to treat the lesion. When the stent crossed the guiding, the physician noted that a part of the stent body was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patients status was stable.